Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold, pacing failure, sensing of atrial potential and dislodgement, which were confirmed by x ray. This rv lead was revised and remains in service. No additional adverse patient effects were reported.